Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tube has been found containing foreign matter. The following has been provided by the initial reporter: this is a report about fm in tube. The customer found find particles (fm) in the tube before use.

Manufacturer narrative:
PMA/510(k)#: k023331 / bk050036. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. 100 retained samples were visually checked and no defects were found. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.